Manufacturer narrative:
Patient information was requested and was not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a vent inop due to blower stalled. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The fse evaluated the device while onsite and confirmed the reported problem. The fse verified operation and tested the device; the error message went away. The fse reloaded the software to address the reported problem. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.